Event description:
Customer reported a current low blood glucose (bg) level, with the lowest reported at 41 mg/dl. The customer consumed glucose tablets and received assistance from a neighbor, who helped them into a seated position and provided carbohydrates.

Event description:
Customer reported a current low blood glucose (bg) level, with the lowest reported at 41 mg/dl. The customer consumed glucose tablets and received assistance from a neighbor, who helped them into a seated position and provided carbohydrates. Despite the use of the control-iq feature, the cause of the low bg was unknown, and the customer declined a supplies or system check. No further assistance was required.